Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the impactor pad has fractured. The features of the fracture surface visually align with a bending overload fracture failure mode was identified. The product also shows signs of repeated use in the form of nicks and gouges. Device history record was reviewed and no discrepancies were found. The reported event has been confirmed through product return. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the impactor fractured during the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.